Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up from 12-jun-2015: the required number of follow-up attempts was completed, with no response to date. Correction performed regarding information received on 12-jun-2015: upon internal review, no updated ptc results will be provided (no changes in risk classification). Case closed. Final report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient, who had mirena (levonorgestrel) inserted and experienced irregular bleeding. Later, during iud removal attempt, the threads of mirena were not visualized at the cervical os. In the same day, she had an attempt to insert essure (fallopian tube occlusion insert) and during placement there was too much fluid deficit / 2.5 l ns deficit and then patient was desatting (patient had desaturated to 80) and presented hypothermia. All events are serious due medical importance and hospitalization. The events with mirena, seen as genital bleeding and device dislocation are listed in the reference safety information for essure and mirena. The events occurred during essure insertion are unlisted for both reference safety data, except fluid deficit which is listed only for essure. Regarding the events that occurred with mirena therapy, causality with the iud is assessed as related. Systemic leakage of fluids may occur during difficult and prolonged essure insertions. Hypoxemia is a decrease in the partial pressure of oxygen in the blood, while hypothermia is defined as a core body temperature below 35ºc. In this case, physician inserted essure on the right side but with 0 trailing coils visible in cornua. On left side tubal ostium couldn't be readily visualized so essure was abandoned. Then, the doctor attempted to do the novasure after the essure (off label use) but there was too much fluid deficit (2,5 l ns). The procedure was longer than normal and patient was desatting and had hypothermia and hypotension. Hence, novasure was not done. Afterwards, the physician informed the patient was hospitalized for further observation. Considering the suspected events occurred during essure insertion or shortly thereafter, causality with essure use cannot be excluded. Later, it was informed the patient was hospitalized; therefore this case was upgraded to incident.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c91747 for sterilization. It was reported that physician was able to get the right side and the device was in with 0 trailing coils. There was a possible pierce on the left where doctor could not get it in. The procedure was terminated. The doctor was attempting to do the novasure after the essure (off label use) but there was speculation that there was too much fluid deficit. The procedure took 18 minutes. Physician used a pressure bag for the fluids; she always use that. The patient was desatting. The doctor said she was doing okay. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: lot number c91747 production date: 7/30/14 expiration date: 7/31/17. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect and handling error. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on (B)(4) 2015: information received from physician states that essure representative was present throughout the procedure. According to health care professional, representative kept suggesting increasing pressure in pressure bag without accountability for fluid deficit. They ended up with 2.5 l ns deficit. In addition, physician informed that procedure was longer than normal and representative suggested not leaving any trailing coils (right side) because they were doing novasure afterwards. On left side, tubal ostium couldn't be readily visualized so essure was abandoned. At that time, fluid deficit was discovered by physician. Patient had desaturated to 80 and came back to normal. Patient was hospitalized. Diagnostic laparoscopy was done and no uterine or fallopian tube perforation was seen. Follow-up information received on (B)(4) 2015: new reporters were added. Patient's initial and date of birth were updated. Her weight was (B)(6). She was nulliparous and was not pregnant (hcg was negative). On (B)(6) 2010, mirena was inserted. She complained of fibroids, menorrhagia, vaginal spotting and irregular bleeding with mirena. She was given 1 month of generess birth control pill for vaginal bleeding but it was not sure if she took the medication. On (B)(6) 2015, patient had an attempt to get mirena removed but failed. Threads were not visualized at the cervical os. Patient decided to have permanent sterilization and henceforth decided to have essure. On (B)(6) 2015, mirena was removed under hysteroscopic guidance. Essure was placed under general anesthesia at the same day. She was not in a postpartum state at time of procedure. The right fallopian tubal ostium was identified and essure was placed without difficulty. The insertion of essure was difficult on left side; left fallopian tube was identified and essure deployment attempted. It was soon discovered that what happened to be a tubal ostium was actually a short false tract and in fact the ostium was obscured from view underneath the thickened endometrium present in the vicinity. Attempt was made to remove the endometrial tissue without success. Decision was made to abandon the procedure and proceed with dilation and curettage. Cervix was dilated to 11 mm. Novasure device opened and barely passed through vagina when fluid deficit was noted (fluid loss was 2.5l; ns deficit). Procedure was abandoned and novasure device retracted. During this time, patient experienced an episode of hypothermia and hypotension from anesthetic (name of anesthetic was not provided) given. Patient was examined and abdominal distention was noted. The time of procedure was longer than normal. It was decided to perform a diagnostic laparoscopy to look for potential cause of fluid deficit. No perforation was identified. However moderate fluid in the cul de sac was identified and evacuated. At this time, a bilateral tubal fulguration was done because patient desired for permanent sterilization and because insertion of essure on left side failed. Patient was admitted for further observation. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient, who had mirena (levonorgestrel) inserted and experienced irregular bleeding. Later, during iud removal attempt, the threads of mirena were not visualized at the cervical os. In the same day, she had an attempt to insert essure (fallopian tube occlusion insert) and during placement there was too much fluid deficit / 2.5 l ns deficit and then patient was desatting (patient had desaturated to 80) and presented hypothermia. All events are serious due medical importance and hospitalization. The events with mirena, seen as genital bleeding and device dislocation are listed in the reference safety information for essure and mirena. The events occurred during essure insertion are unlisted for both reference safety data, except fluid deficit which is listed only for essure. Regarding the events that occurred with mirena therapy, causality with the iud is assessed as related. Systemic leakage of fluids may occur during difficult and prolonged essure insertions. Hypoxemia is a decrease in the partial pressure of oxygen in the blood, while hypothermia is defined as a core body temperature below 35ºc. In this case, physician inserted essure on the right side but with 0 trailing coils visible in cornua. On left side tubal ostium couldn't be readily visualized so essure was abandoned. Then, the doctor attempted to do the novasure after the essure (off label use) but there was too much fluid deficit (2,5 l ns). The procedure was longer than normal and patient was desatting and had hypothermia and hypotension. Hence, novasure was not done. Afterwards, the physician informed the patient was hospitalized for further observation. Considering the suspected events occurred during essure insertion or shortly thereafter, causality with essure use cannot be excluded. Later, it was informed the patient was hospitalized; therefore this case was upgraded to incident. Updated ptc analysis is expected.